Event description:
Caller reported an occlusion alarm that could not be verified in pump history, but the issue did not cause blood glucose levels to exceed 500 mg/dl or result in the cgm reading ¿high.¿ caller resolved the issue by clearing the alarm and resuming insulin, while tandem technical support provided guidance to clear the alarm and delivered a one-time pump replacement with updated software. Cts to replace pump. Caller was instructed to return the problematic pump within 10 days and received instructions on managing the replacement pump. Reportedly, customer continued to use the pump for insulin therapy until the replacement arrived.